Manufacturer narrative:
According to the complainant the device will not be returned for investigation. We are unable to determine if any product condition could have contributed to the reported medical event. No lot release records were reviewed, as the product lot number was not provided.

Event description:
It was reported by the patient that they experienced a medical event. The patient did not provided the information on what the medical event was so it is unknown how they were treated or when they were released. Additional attempts were made to gather the missing information, however, they were unsuccessful.